Manufacturer narrative:
(H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2013 and presented on (B)(6) 2023 with pain - unexplained; "shoulder has become more painful and limiting." Left shoulder is always painful with any movement, which makes daily activities difficult. Has pain at night. The case report form indicates that this event is possibly related to the device and unlikely related to the procedure. CT scan ordered. Possible conversion to left reverse total shoulder replacement. The outcome of this event is continuing. No device return anticipated due to being a clinical trial study.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2013 and presented on (B)(6) 2023 with pain - unexplained; "shoulder has become more painful and limiting." Left shoulder is always painful with any movement, which makes daily activities difficult. Has pain at night. It was made aware on 05-03-2024, that the patient underwent standard total revision surgery on (B)(6) 2024 in which the following components were removed: standard humeral stem, replicator plate, torque screw, humeral head, and the glenoid. The case report form indicates that this event is possibly related to the device and unlikely related to the procedure. The outcome of this event is now considered resolved on (B)(6) 2024. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
After further review of additional information received the following sections b5, d6b, g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: b, c, d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.